Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack and scratches on insulin pump, failed battery test, low batter life and received insulin flow blocked alarm, sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-386a, mmt-332a, mmt-1884. Troubleshooting was initiated for insulin flow block alarm, pump was dropped/bumped and/or pump has possible physical or cosmetic damage, received battery failed alarm, short battery life or a low battery alarm, received sensor updating alert. No harm requiring medical intervention was reported. It was unknown whether continued using the device or not. No product return is required for mmt-7040a. No product return is required for mmt-386a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test, sleep current test and occlusion test. No failed battery test noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No power related alarms or alerts were found in adapt on the event date or seven days prior. Pump was cut to perform visual inspection and found evidence of moisture damage on pcba 1 and lcd assembly. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of sep 26, 2024 or two days prior. The following were noted during visual inspection: pillowing keypads overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (stained and faded serial number label and faded end cap address label). No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Failed battery test was not confirmed. Charge/battery lasts less than expected was not confirmed. Cosmetic damage confirmed at battery compartment. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.